Manufacturer narrative:
Medwatch with identifier (B)(6) is aviva system, medwatch with identifier (B)(6) is compact plus system. It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 83 mg/dl on aviva system and 167 mg/dl on compact plus system within 10 minutes. Strip information was not available at the time of the call. Meter and strips replaced and requested for return.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.